Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the essure devices / essure devices had perforated her fallopian tubes/perforation (fallopian tube(s)),"), device expulsion ("after not finding the coils in ultrasound need to go and remove them/ migration of essure device location of device: uterus") and genital haemorrhage ("abnormal heavy bleeding/(general)") in a female patient who had essure (batch no. 863681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and breast cancer. Previously administered products included for an unreported indication: anesthesia. Concurrent conditions included gallbladder removal, pain threshold decreased and body mass index normal. Concomitant products included dexamethasone sodium phosphate since (B)(6) 2011, diphenhydramine citrate;ibuprofen (motrin pm) since (B)(6) 2011, diphenhydramine hydrochloride (diphenhydramine hcl) since (B)(6) 2011, estradiol (estrogen) since 2013, hydralazine hydrochloride (hydralazine hcl) since (B)(6) 2011, hydromorphone hydrochloride (hydromorphone hcl) since (B)(6) 2011, labetalol since (B)(6) 2011, midazolam since (B)(6) 2011, morphine sulfate (morphine sulphate) since (B)(6) 2011, ondansetron since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ pain"), alopecia ("hair loss"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain/loss (specify which one) gain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergic or hypersentivity reactions"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstruation pain/dysmenorrhea (cramping)"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"), back pain ("severe back pain"), migraine ("migraines"), rash ("rashes or skin conditions"), pruritus ("itching"), headache ("headaches"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), polycystic ovaries ("other injury(ies) or complication(s):please describe: pcos"), abdominal pain ("abdominal pain") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (oophorectomy (bilateral removal of ovaries)/supracervical hysterectomy (uterus only) and hysterectomy with removal of the essure/oophorectomy (bilateral removal of ovaries)). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation, device expulsion, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, migraine, alopecia, pruritus, fatigue, headache, weight fluctuation, anxiety, depression, urinary tract infection, female sexual dysfunction, reproductive tract disorder, nausea, vaginal discharge, hormone level abnormal, hypersensitivity, polycystic ovaries and abdominal distension outcome was unknown and the genital haemorrhage, rash, dyspareunia, vaginal haemorrhage, menorrhagia, weight increased and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, pruritus, rash, reproductive tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2013 current weight 147 lbs. Approximate weight at the time of essure placement 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: confirmed proper placement and full occlusion/ total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 11-mar-2019: new pfs+mr received. Lot number added. New events: abnormal bleeding (vaginal, menorrhagia), hormonal changes, infection (bladder/ urinary tract/vaginal): uti, apareunia (inability to have sexual intercourse), reproductive system disorder or condition, migration of essure device location of device: uterus, nausea, vaginal discharge, weight gain / loss specify which one: gain, gastrointestinal or digestive system condition type: ibs, allergic or hypersentivity reactions, other injury(ies) or complication(s):please describe: pcos, abdominal pain, bloating, device dislocation were added. Outcome for events updated. New reporters, plaintiffs information, concomitant conditions, drugs and historical conditions and drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the essure devices / essure devices had perforated her fallopian tubes") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal menstruation pain"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"), pelvic pain ("pelvic pain"), back pain ("severe back pain"), migraine ("migraines"), alopecia ("hair loss"), rash ("rashes"), pruritus ("itching"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, migraine, alopecia, rash, pruritus, fatigue, headache, weight fluctuation, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, pelvic pain, pruritus, rash and weight fluctuation to be related to essure. The reporter commented: subsequent to the implantation of the essur device, she began to experience symptoms. These symptoms continued and caused her to be anxious and depressed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.